Event description:
It was reported that ongoing intermittent cartridge alarms occurred during insulin delivery. Reportedly, on (B)(6) 2025 customer went to the emergency room (ER) with a blood glucose (bg) level of 545 mg/dl. Bg was treated with intravenous fluids of saline and insulin which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ER. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Customer reverted to an alternate method of insulin therapy.